Event description:
A customer reported that the footswitch did not work during a procedure. The surgeon was about to phaco using the foot pedal and then a message displayed on the screen stating "footswitch not working." The case was completed using an alternate footswitch following a two hour delay. There was no known impact or consequence to pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).